Event description:
Hamilton medical ag received the following incident description: during ventilation, the issue began with suction maneuver, the device silenced the alarms itself. Patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during ventilation, the issue began with suction maneuver, the device silenced the alarms itself. Patient was replaced to another ventilator.